Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12 mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5 mm in diameter left anterior descending artery. Following pre-dilation, a 3.50 x 12 mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the guide wire. The device was removed and the procedure was completed with a 3.0 x 12 mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 19582616 to 18077554. Device expiration date corrected from 08/05/2018 to 10/31/2016. Device manufactured date corrected from 08/24/2016 to 06/20/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that there was a break in the mid-shaft 103 mm distal from the hypotube /mid-shaft bond. A kink in the inner polymer extrusion 205mm from the port bond was also noted. The types of damages noted are consistent with excessive force being applied to the delivery system. The device was returned with the recommended guidewire (0.014¿) stuck in the wire lumen. As part of the analysis, the device was soaked in a water-bath at 37 degrees celsius for 3 hours, in case there was solidified medium in the wire lumen. After soaking the device, no resistance was felt in removing the stuck guidewire. The guidewire was inserted and removed again through the wire lumen with no resistance. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. Following pre-dilation, a 3.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the guide wire. The device was removed and the procedure was completed with a 3.0x12mm stent. No patient complications were reported and the patient's status was stable.